Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 06:02pm he obtained results of "197, 202 and 218 mg/dl" on the subject meter. Meter to feelings comparisons do not meet lifescan's criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that "50 minutes" after obtaining the allegedly inaccurate results he developed a symptom of "passed out" and that he was treated with food or drink by a lay person at 07:00pm on (B)(6) 2016. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious injury after the alleged issue occurred.